Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer¿s blood glucose level was unknown. Customer also reported that the buttons were less responsive, harder to press and sometimes had to press twice. Customer also stated that backlight was dim. The insulin pump will not be returned for analysis.